Manufacturer narrative:
Conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house strip testing on strip lot 378770a meets criteria. The product performed as expected. A review of the manufacturing records for lot #378770a did not uncover any non-conformances. Lot meets release specifications. Although the customer was on lovenox, a root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation is pending.

Event description:
The following information was reported on (B)(6) 2016 via a telephone call regarding high inratio inr results. Results are as follows: (B)(6). Therapeutic range: 2.5 - 3.5. The patient took his normal dose of warfarin 5mg four days a week and 2.5mg three days a week until (B)(6) 2016, when he was hospitalized for a catheter procedure. From (B)(6) 2016, warfarin was held and he was administered heparin and lovenox . On the evening of (B)(6) 2016, the patient was instructed to start taking warfarin 5 mg daily. The patient was discharged from the hospital on (B)(6) 2016. On (B)(6) 2016, the last dose of lovenox was taken. Based on the (B)(6) 2016 lab result of 2.2, the physician made a decision to continue 5 mg/day through (B)(6) 2016. There was no adverse patient sequela and no additional information provided.